Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 265 (mg/dl) after consuming candy the previous evening. A correction bolus was delivered to treat bg levels. No further information was provided on the reported event.

Manufacturer narrative:
.